Event description:
Per medwatch received: "a patient had placement of nirs (near-infrared spectroscopy) monitors on the lower left flank. The patient developed an unstageable pressure injury at the location of the probe."

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: d 2 was listed as oximeter, is oximeter, tissue saturation,. E 4 was listed as "no", is "yes", g. 5 was k160526, is k182429; . H.1 was listed as serious injury, is malfunction. H3 other text : device not received.

Event description:
Per medwatch received: "a patient had placement of nirs (near-infrared spectroscopy) monitors on the lower left flank. The patient developed an unstageable pressure injury at the location of the probe."